Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: g1-2. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported ceramic head and no additional similar complaints for the taper sleeve. No additional similar complaints were identified for the reported part and lot combinations. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that two days post implantation the head came off the stem. The head and taper sleeve were revised, stem remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D-10: 650-1055, cer bioloxd option hd 28mm, lot 3209958. G-2 - japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.